Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc (bec) that complete blood count (cbc) lyse was leaking from the back of pm7 [cbc lytic reagent pump] of the coulter lh 780 hematology analyzer. Customer reported that the cbc lyse leaked onto the counter. Customer reported that the volume of the leak was about 20 cubic centimeters. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed the shielded lyse line had a hole. The fse replaced the lyse line. There was no further evidence of leaking after replacement of the line.